Manufacturer narrative:
Results and conclusion: (stent deformation). (Tortuousity). Deformation problem. (B)(4).

Event description:
A resolute integrity drug-eluting stent was being used to treat a lesion in the rca. It was an elective procedure and the anatomy was very tortuous. The device was removed from the packaging and inspected prior to use with no issues noted. The lesion was pre-dilated and an attempt was made to cross the lesion with a non medtronic stent. This was unsuccessful so the physician attempted to use a resolute integrity device but this also failed to cross the lesion. A guideliner was used for support. Further pre-dilations were performed and a non medtronic stent was used to complete the procedure. There was no patient complications reported. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Device evaluation: the 2nd distal and 5th proximal stent segments were deformed with struts partially raised. The remaining segments were intact.